Manufacturer narrative:
Block e1: initial reporter facility name: the fifth affiliated hospital of sun yat-sen university; reported here as it exceeded the character limit for the designated field. Block h11: imdrf device code a0401 captures the reportable event of stent suture break.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted to treat tracheal stenosis due to a malignant tumor in the trachea during a bronchoscopic main bronchial stenting procedure performed on (B)(6) 2026. During the procedure, after the stent was deployed, it was observed that the front end of the wire had wound. When the wire was pulled to adjust the stent position, the green wire began to loosen and the device could not be deployed normally. As a result, another ultraflex tracheobronchial stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.